Event description:
Reporting status: malfunction. Reporting rationale: separated guide wire tip has previously caused or contributed to pt injury. Device issue: separated guide wire tip. It was reported that one of the physicians shaped the guide wire tip and handed the bmw hc guide wire to the main physician when it was noted the tipball was missing. The bmw hc guide wire was not used for the procedure and was replaced with a new one. The tipball had come off the distal end. There was no pt effects. No additional info is available.

Manufacturer narrative:
(B)(4). Results and conclusion summation - it is possible that the tipball detached from the guide wire as a result of bending overload due to tip shaping technique. Although the case details do not indicate how the tip was shaped, the IFU states: if indicated, the guide wire tip may be carefully shaped using standard tip shaping procedure. Do not use a shaping instrument with a sharp edge that may damage the coil. Tip shaping may have contributed to the tip ball separation. Without the return of the wire, a thorough analysis could not be performed, and a definite cause of the tip ball separation could not be determined; however, based on the available info, there is no indication of a product quality deficiency.